Event description:
Customer reported that the lvp/pcu started "smoking" when connected to the pt. The damage is on left side of the pcu (female iui) and the right side of pump module (male iui). Although requested, no additional information was provided. There was no report of pt harm.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.